Event description:
It was reported that the patient¿s blood glucose level increased to 18 mmol/l (324 mg/dl) while wearing the pod on the thigh for approximately two days and was associated with sustained elevated glucose readings. Upon removal, the cannula was found to be bent, and the infusion site exhibited redness, swelling, and a boil with pus. No insulin smell or leakage was reported during wear. The pod activated with double beeps, and the pink slide moved forward as expected. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and skin swelling and no issues were found. The exact cause of the reported skin irritation and skin swelling could not be conclusively determined.